Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device related to a diagnostic procedure with a 6f sheath. Reportedly, upon introducing the device into the vessel, it was identified that a sheath break occurred when the device was removed from the packaging. A non-abbott (angio-seal) device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported broken sheath was not confirmed. However, the sheath break was observed as bent at the distal end of the guide and stretched guide wire exit port. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, the reported difficulty appear to be related to challenging anatomical conditions. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the information was reviewed and a change to the procedure description is as follows: it was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after a diagnostic procedure with a 6f sheath. Reportedly, upon introducing the device into the vessel, a sheath break occurred. A non-abbott (angio-seal) device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.